Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was not able to fire. The knife was locked therefore, no cutting was performed. Surgeon had 1 faulty handle and 2 faulty reload. Surgeon replaced the handle and reload to resolve the issue. No patient injury.